Event description:
It was reported that during a stenting treatment procedure, guide wire tip detachment occurred. The patient presented at the time of the procedure due to an emergency myocardial infarction. Cardiac catheterization revealed a 100% occluded right coronary artery. An unspecified floppy guide wire was advanced, but unable to cross, so a second unspecified floppy wire was used. A 182cm j choice intermediate guide wire was also advanced. A 4.0x23mm non-bsc bare metal stent was then implanted in the target vessel. The procedure was concluded. Two days later, the patient underwent a routine echocardiogram procedure. At this time, it was discovered that the tip of the choice intermediate wire remained inside the patient, partially trapped against the vessel wall by the bare metal stent. It was not known at the time of the original procedure that this had occurred. It was determined that while deploying the bare metal stent, it had inadvertently trapped the guide wire tip. The device did not embolize and the patient had no adverse symptoms as a result. However, the patient later underwent an unknown procedure to remove the wire fragment. They were able to remove approximately 20cm of the wire distal tip and braiding, leaving 2-3mm stuck under the bare metal stent. The patient's condition is reported to be good with no complaints of pain and has since been discharged to outpatient care.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no deviations were found. The most probable root cause is undeterminable.(B)(4).